Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d9. Please see updates to h4, h6 and h10. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the root cause of the scope detaching from the coupler/adapter was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been requested from the customer regarding the details of the reported image defect and is pending. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed via service/repair request that the customer camera head olympus has an ¿unsupported scope¿ issue. The scope detaches from the coupler/adapter of the camera head. The customer reported problem was found during an unspecified procedure. No death, injury or harm was reported to olympus.